Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump turned off after inserting a new battery and that there appeared to be oil in the battery compartment. The customer tried different batteries and stated that the insulin pump still had no power. The blood glucose reading was 186 mg/dl. The insulin pump was not dropped, there were no unattended alarms, the battery was not previously used, however, corrosion was noted in the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.